Event description:
It was reported that the right atrial (ra) lead was found to be dislodged on x-ray. The lead was undersensing and there was no capture at maximum output. The lead was explanted. During the replacement procedure the helix of the new lead was not able to be retracted upon repositioning, and tissue was observed on the helix. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood and body tissue in the distal electrode.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 6947 implantable tachy lead (B)(6) 2011.